Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported that the tip of the piston rod may have broken off. After the pt's description of the piston rod, it was discovered that the cartridge plunger became stuck on the piston rod. Walked pt through using the cartridge to remove the plunger from the piston rod but were unsuccessful. Had pt rewind the piston rod, advance it to 0 units and attempt to remove the plunger from the piston rod again; was successful. Pt reported there was a trace amount of insulin inside the cartridge compartment (not enough to pour out). Pt will dry the inside of the infusion device with a tissue or cotton swab before placing a new cartridge inside. Educated pt on measures to prevent this from happening. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.